Manufacturer narrative:
Historical complaint data was reviewed and no trend was found. The returned sample was examined and a visual hole was found on the tip of the index finger. The most probable cause could be mold touching and a review of the device master record confirmed there was an isolated incident of touching and that the production lots met the acceptable criteria. The corrective action is that the affected mold will be replaced with an adjusted new one, and the alignment of the u-bracket of the chain link has been also adjusted to prevent reoccurrence. We will continue to monitor complaints.

Event description:
At the end of a pacemaker implant, the surgeon saw blood on the second finger of his right hand - hole in glove. The pt was hcv positive hcv positive. The surgeon is under observation. Occurrence was in italy.